Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that isometrics had reproduced right ventricular (rv) lead oversensing in both unipolar and bipolar. There were reduced r-waves when programmed unipolar. The clinic chose to monitor the issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.